Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) orange cable from catheter issue. Cable is difficult to plug in. Customer stated that they tried to plug the fiber optic connector to the cardiosave console and it wouldn¿t fit. They swapped the unit out for a cs300 and were successful with connecting the fiber optic connection. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was not able to duplicate their complaint. I gave instruction to the customer for proper insertion of the fiber optic connector. No problem found. Completed full calibration. Unit passed all functional and safety tests per factory specifications. Returned unit to the customer and cleared for clinical use.